Event description:
It was reported that a cartridge change error occurred. Customer returned pump for evaluation, technical support confirmed pump functioned normally during testing with successful cartridge loading and insulin delivery. No additional information was received regarding any further outcome of the event.